Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3.5x13 mm, eccentric and de novo with 51% ejection fraction target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 3.50x16mm promus element was selected and advanced to treat the target lesion. During the procedure, it was noted that the stent got dislodged. The physician withdrew the stent and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: only a stent was returned. The stent was not expanded and slightly kinked throughout its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3.5x13 mm, eccentric and de novo with 51% ejection fraction target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 3.50x16mm promus element was selected and advanced to treat the target lesion. During the procedure, it was noted that the stent got dislodged. The physician withdrew the stent and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.